Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the high-resolution stereo viewer (hrsv) and performed a failure analysis. During the in-house failure analysis investigation, the monitor was installed and tested in the printed circuit assembly (pca) si system, the system started up and failed without video on the display. The visual inspection showed the hrsv unit was in good condition. The complaint regarding the vision issue was confirmed based on the field analysis. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting vision issues, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv) to correct the reported problem. The system was tested and verified as ready for use. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the right eye was blank in stereo viewer and the customer completed surgery with another console. The customer already tried couple of hard power cycle. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and found no recent errors regarding this issue. The procedure was completed with no reported injury.